Manufacturer narrative:
During preventative maintenance at zoll, the autopulse platform (sn (B)(6) ) failed functional testing with fault code 41 (patient temperature sensor failure). The root cause of fault code 41 was the defective temperature sensor, which was replaced to remedy the problem. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6) .

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) ) failed functional testing with fault code 41 (patient temperature sensor failure). No patient involvement.